Event description:
Customer reported performing comparison tests with the freestyle meter. The customer received results of 115 mg/dl and 216 mg/dl. There is no indication that the customer required medical attention.